Event description:
It was reported that the field was having difficulty establishing with this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple wands were used in various positions but no connection was able to be made. A magnet was also applied and the s-ICD was unable to emit tones. The patient was hospitalized and the s-ICD remains in service. No additional adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the field was having difficulty establishing with this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple wands were used in various positions but no connection was able to be made. A magnet was also applied and the s-ICD was unable to emit tones. The patient was hospitalized and the s-ICD remains in service. No additional adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the field was having difficulty establishing with this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple wands were used in various positions but no connection was able to be made. A magnet was also applied and the s-ICD was unable to emit tones. The patient was hospitalized and the s-ICD remains in service. No additional adverse patient effects have been reported.